Event description:
Customer reported a hospital nurse confirmed difficulty inflating and deflating the cuff with a syringe pre-test, prior to use on a patient. There was no patient involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.